Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that oversensing was observed on the lead. Patient received atp and shocks. Dislodgement was found. Patient has twiddler's syndrome. Lead was explanted and replaced.